Event description:
Account reports 5 incidents in which the injection site separates during removal of a straight needle. No pt compromise reported. Lot number unk. However, reporter stated the shrink band is white, indicating a synthetic injection site.